Event description:
The customer reported that both the system monitors were dark. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The both monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.